Manufacturer narrative:
Detailed analysis is being performed on this lead. Once analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted as it was not pacing when needed. A new rv lead was successfully placed. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted the complete lead was returned with the stylet still inside the lead lumen. There was dried bodily fluid found throughout the lumen, and a cut was noted near the terminal pin. Additionally the insulation was bunched near the terminal pin. The clinical observations were unconfirmed.